Manufacturer narrative:
UDI - (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, while being prepped for surgery, a certas valve showed no flow and another was used to complete the procedure. There are no reports of patient harm or surgical delays. The valve will be returned.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected: the needle guard was raised and blocking flow. The valve was flushed and failed; no flow. A review of manufacturing records was not possible, as not lot number was provided. Based on the results of the investigation, the reported issue was confirmed. The root cause for the raised needle guard could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. A review of manufacturing records found no anomalies when the device was released to stock.

Manufacturer narrative:
It was incorrectly reported that no manufacturing review could be performed, as no lot number was provided. A lot number was provided and a review was performed. The review found the device conformed to specification when released to stock. This report has been updated to reflect the corrected information.